Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 12 mm promus and the 2.75 x 12 mm promus are being filed under separate medwatch MFR numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis are listed in the promus instruction for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that on (B)(6) 2010, due to acute coronary syndrome, the patient underwent the index procedure with the deployment of a 2.5 x 12 mm promus stent to the mid left anterior descending artery (lad). Residual stenosis was 0% with timi 3 flow. The patient was discharged from the index hospitalization on (B)(6) 2010. It was also reported that on (B)(6) 2010, at another facility, the patient had a 2.75 x 12 mm promus and a 2.75 x 28 mm promus stent implanted in the mid-distal lad. Final angiogram showed well-positioned and well-expanded stents with a timi 3 flow down the entire lad system. On (B)(6) 2011, the patient presented with an onset of unstable angina. Cardiac enzymes were reported as negative. Catheterization was performed and noted in-stent restenosis of the lad. A 3.5 x 12 mm promus stent was implanted in the proximal lad. The event was considered resolved on (B)(6) 2011. No adverse patient sequelae were reported. No additional information was provided.